Event description:
The physician gained access to the femoral artery with needle and wire. After experiencing difficulty advancing the wire within the vessel, the wire was withdrawn back through the needle resulting in shearing of the polymer hydrophilic from the wire mandril. A small amount of the polymer was left behind in the pt; the pt is stable but will have to have a surgical procedure to retrieve the polymer jacket that sheared off.

Manufacturer narrative:
This product line is manufactured, packaged and sterilized by our vendor. Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description states that "the wire was withdrawn back through the needle resulting in shearing of the polymer hydrophilic from the wire mandrel." This complaint is the result of user technique. Add'l action is not required at this time. The risk is insufficient per quality engineering risk assessment. We will continue to monitor for similar complaints.